Event description:
Initial hcg +beta result of 775iu/l was repeated the next day using the same sample, recovered >10,000 iu/l. No medical history, nor clinical status of the patient was provided. Customer indicated the initial low hcg result was due to foam or air bubbles resulting in a short sample situation.